Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had been getting no delivery alarms on the insulin pump. The customer¿s blood glucose level was 187 mg/dl. The customer reported that they would receive the no delivery at the end of a bolus. Troubleshooting was performed. They ran 5 units of fill cannula and the insulin pump did not alarm. However, they ran the 5 units again and the insulin pump alarmed. Then when the plunger gets to a certain point it would alarm a no delivery but when they manually push the plunger forward, it works fine. The device will be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. The insulin pump had cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.